Event description:
It was reported to boston scientific corporation in 2007 that a hta procedure set was used during a hydrothermal ablation procedure (female patient; age and weight are unknown). According to the complainant, at the beginning of the hysteroscopy phase of the procedure, the plastic sheath that delivered the saline broke and fell into the patient, where it tapered about 4 to 5 centimeters from the tip of the sheath. The physician removed the sheath from the patient's cervix by "pick ups". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.